Event description:
It was reported that the ventilator entered a ventilator inoperable condition. Additional information has not been provided by the customer.

Manufacturer narrative:
A non-medtronic third party service provider inspected the device and found the oxygen sensor and battery were defective. Although requested, repair information is unknown. The service provider performed extended self test, the ventilator passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no patient involvement at the time of the event.